Manufacturer narrative:
Analysis confirmed the customer's comment that a software error occurred and that there was a stylus issue as it was noted that the stylus skipped in some areas of the overlay. The display overlay/bezel assembly was replaced and calibrated. The hard drive was reconfigured and software reloaded. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error was encountered when attempting to install software on a programmer. Troubleshooting steps were taken to no avail. The programmer is expected to be returned for service.. There was no patient involvement. It was further reported that the programmer was returned for service and may need a new stylus.